Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 56mm; cat # 542-11-56f; lot # 66438d. Delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # 52715402. Size 6 accolade ii 132 deg; cat # 6720-0635; lot # 52478703. 6.5 cancellous bone screw 30mm; cat # 2030-6530-1; lot # 4j4xpp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: the patient underwent right hip replacement (B)(6) 2015. Patient had right hip revision for hematogenous infection (B)(6) 2019.